Event description:
Delay in care due to bug in scimage teleradiology software, which prevented timely transmission of multiple stat radiology exams. Application is erroneously rejecting associations from the facility pacs due to a license file issue. Bug has been reported to manufacturer multiple times without resolution.